Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artifacts on the atrial as well as on the right ventricular channel leading to oversensing as reported in the complaint description. Furthermore the reported gradual increase of the pacing impedance was evident in the provided data. The pacing impedance trend curve showed initial values around 450 ohms between (B)(6) 2015 and (B)(6) 2018 with a subsequent steady decrease to approximately 300 ohms in (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Approximately 57 months after implantation, iegm showed oversensing on the lead. Lead was explanted and replaced. No adverse patient events were reported.